Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: on 19jul2022, an ncompass nitinol stone extractor was received to aid in the investigation of manufacturer report #1820334-2022-01121. The device was returned affixed with labeling indicating an association with this event. Upon evaluation of the device, a small bend was present on the distal end approximately 2cm from tip. The shrink tube on the distal end appeared to be occluding the endhole. When attempting to actuate the handle, the sheath separated from the support tubing on the proximal end. The basket would not open or close. On 28aug2022, information was received that this device was not used in the event reported under manufacturer report #1820334-2022-01121 but instead malfunctioned during a separate event. As reported, the basket from an ncompass nitinol stone extractor failed to open and close when it was tested prior to a laser lithotripsy procedure. The device did not make patient contact. Another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncompass nitinol stone extractor was returned in an open labeled package for investigation. There was a small bend on the distal end approx. 2cm from tip. When attempting to actuate the handle, the sheath separated from the support tubing on the proximal end. There was glue residue visible on the basket sheath, indicating proper assembly. The basket would not open or close.. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that was closed and could not be opened. The basket sheath and yellow support sheath were separated, preventing proper basket function. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address: (B)(6). Occupation = stock procurement officer. PMA/510(k) number = exempt. Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2022, an ncompass nitinol stone extractor was received to aid in the investigation of manufacturer report #1820334-2022-01121. The device was returned affixed with labeling indicating an association with this event. Upon evaluation of the device, a small bend was present on the distal end approximately 2cm from tip. The shrink tube on the distal end appeared to be occluding the endhole. When attempting to actuate the handle, the sheath separated from the support tubing on the proximal end. The basket would not open or close. On (B)(6) 2022, information was received that this device was not used in the event reported under manufacturer report #1820334-2022-01121 but instead malfunctioned during a separate event. As reported, the basket from an ncompass nitinol stone extractor failed to open and close when it was tested prior to a laser lithotripsy procedure. The device did not make patient contact. Another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.